Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved bipolar dissector instrument was out of control. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the instrument moved in an unintended direction. The issue did not occur with the surgeon¿s head inside the surgeon console. The issue was not resolved during the procedure. The instrument has been sent. There was no injury to the patient. A new instrument was used.